Event description:
During installation of the device, the backup manual roller pump operation handle could not be properly assembled. The manual operation handle is intended to be used in the event of complete power loss to the heart lung console. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.